Event description:
It was reported to boston scientific corporation that a autotome was used in an ercp procedure on (B)(6) 2012. According to the complainant, during the procedure, the cut wire of the autotome broke, but remained attached to the device. The procedure was completed with another of the same device. There were no complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00989 and MFR. Report # 3005099803-2012-00990).

Event description:
It was reported to boston scientific corporation that an autotome was used in an ercp procedure on (B)(6) 2012. According to the complainant, during the procedure, the cut wire of the autotome broke, but remained attached to the device. The procedure was completed with another of the same device. There were no complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00989 and MFR. Report # 3005099803-2012-00990).

Manufacturer narrative:
(B)(4) for cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned autotome rx revealed that working length including wire was bent/kinked, and the exposed cut wire was bent and broken. One end of the broken cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. Sections of the exposed cut wire and the broken ends of the cut wire appeared blackened. Additionally, the proximal pierce hole appeared melted from usage. The extrusion at the distal tip was ripped from the wide brown band where the guide wire channel ends to the tip, tearing open the closed extrusion within 10 mm of the distal tip. The proximal end of the anchor was exposed through the torn extrusion. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.